Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2014; hysterectomy (full), salpingectomy (unilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the neoplasm malignant, menorrhagia, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, nausea, neoplasm malignant, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event injury was updated to new events. Following events were added: dyspareunia, pelvic/abdominal pain, menorrhagia, vaginal discharge, fatigue, hair loss, hormonal changes, headaches, nausea, cancer, weight gain, fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.